Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b3 (date of event): corrected to (B)(6) 2022 which is the actual date of the issue. B5 (problem description): corrected to a more precise description of the case. D2a (common device name): corrected to "implantable electrode". "E. Initial reporter" section was completely updated to the physician that alleged the issue. H6 (evaluation conclusion codes): "cmc -- conclusion not yet available" was corrected to "cmc-- no problem detected". If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact, not severed. Testing was completed to assess the electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. The laboratory analysis did not reveal any abnormalities with this product, and the clinical observation of dislodgement cannot be addressed by product analysis.

Event description:
It was reported that during this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, this implantable electrode looked to be in an inadequate position and was causing high shock impedance measurements within normal range. When the new s-ICD was implanted, a defibrillation threshold (dft) test was performed, showing unsuccessful results. Subsequently, this implantable electrode was explanted and replaced, and the dft was performed again successfully with the new s-ICD system. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b3 (date of event): corrected to 09/01/2022 which is the actual date of the issue. B5 (problem description): corrected to a more precise description of the case. D2a (common device name): corrected to "implantable electrode". "E. Initial reporter" section was completely updated to the physician that alleged the issue. H6 (evaluation conclusion codes): "cmc -- conclusion not yet available" was corrected to "cmc-- no problem detected" if the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that during this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, this implantable electrode looked to be in an inadequate position and was causing high shock impedance measurements within normal range. When the new s-ICD was implanted, a defibrillation threshold (dft) test was performed, showing unsuccessful results. Subsequently, this implantable electrode was explanted and replaced, and the dft was performed again successfully with the new s-ICD system. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.